Event description:
I have diabetes and purchased the dexcom g7 continuous glucose monitor. During 4 months, not one of the glucose sensors lasted the 10 days. I repeatedly and continually receive "brief sensor error" messages until I later receive "sensor failed". Dexcom does replace the sensors, however, the device does not work and makes the management of diabetes worse not better. This product should be removed until the manufacturer figures out how to make it work properly. This issue will likely have a major impact on the many type one diabetes patients that rely on cgm's (continuous glucose monitors) to manage to disease. Please take action.